Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door was opened to remove the imaging system from the bed, but it did not open completely. Subsequently, attempts to open and close the door were unsuccessful. Upon checking the door item in the motion application, it was observed that the torque had risen to 20,000. The wire was checked for any obstructions, but none were found. It was confirmed that manual opening and closing of the door is possible. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.